Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was disconnected from the ilet device and had received the wrong infusion set supplies, specifically 23-inch teflon sets instead of the requested steel sets, during a period of significant hyperglycemia with a reported blood glucose of approximately 400 mg/dl; the user had taken long-acting insulin earlier and attempted to change supplies but was unable to follow setup instructions and repeatedly removed sites from the applicator, and no blood glucose questionnaire or lot information was obtained. Symptoms included hyperglycemia. Outcomes included no hospitalization and provision of troubleshooting and education, including guidance to contact the prescribing clinician and to use alternative insulin therapy until long-acting insulin cleared. Investigation included customer support troubleshooting and attempts to collect device and event details through follow-up calls. Investigation of this case revealed an unclear cause of hyperglycemia in the context of supply mismatch and unsuccessful infusion set application, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.